Event description:
It was reported that the pt experienced intermittent spontaneous episodes of overdosing and somnolence. It was also noted that the pt's mother had concerns about the pump in relation to unspecified ischemic events. The physician did not confirm these "ischemic" events. The pt's pup was replaced and the positioning of the catheter was an issue, so it was replaced as well. The pt recovered without sequela. The pt outcome was reported as "no injury." The medications being delivered via the device sys were baclofen, bupivicaine and ketamine.

Manufacturer narrative:
The pump and catheter has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.